Manufacturer narrative:
(B)(4). Batch #unk. Date of event is 2020. Event day and event month were not reported. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the demo product was not working. The battery lit up the device but it would not fire, so the battery wasn't dead. The surgeon used the reverse battery already, so it was already reversed. There was no patient contact or consequence.